Manufacturer narrative:
The plate was returned for eval. Visual examination confirmed the locking ring was broken in one location. Fatigue failure of the bone screw allowed rotation of the screw resulting in subsequent back out of the screw which placed additional stress on the locking ring until ultimate failure. The implant achieved its intent, vertebral fusion; the plate functioned as intended. A review of the device history records did not identify any applicable nonconformance to spec.

Event description:
It was reported that the pt underwent cervical fusion from c4 to c6. Approx two years post-op, a screw backed out of the plate (refer to MFR report 1030489200901049). The pt had been having difficulty swallowing. The surgeon stated that the one of the retaining rings on the plate had broken thus allowing the screws to come out. The pt underwent revision surgery for removal of the anterior fusion plate and screw.